Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading on his adc freestyle libre sensor compared to reading obtained on the built-in reader. On (B)(6) 2019, customer obtained an unspecified high reading and he subsequently lost consciousness. A reading of around 20 mg/dl was obtained on the built-in meter. The customer was treated with "magnesium vitamin d, sugar solution and 3 bios of glucose solutions" by the healthcare professional. Customer additionally reported sensor reading of 404 mg/dl compared to a reading of 333 mg/dl on a built-in meter obtained on (B)(6) 2019. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a high reading on his adc freestyle libre sensor compared to reading obtained on the built-in reader. On (B)(6) 2019, customer obtained an unspecified high reading and he subsequently lost consciousness. A reading of around 20 mg/dl was obtained on the built-in meter. The customer was treated with "magnesium vitamin d, sugar solution and 3 bios of glucose solutions" by the healthcare professional. Customer additionally reported sensor reading of 404 mg/dl compared to a reading of 333 mg/dl on a built-in meter obtained on (B)(6) 2019. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. No further investigation is required.